Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo showed the anchor and sutures detached from the inserter. The anchor was broken at the distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of 5.5 healix adv sp biocomp ce would have contributed to the complained device issue. Device history review: there was no non-conformance regarding this lot. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with off axis insertion and levering during insertion. As per the instructions for use, 1) improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an arthroscopy surgery, when screwing in the 5.5 healix adv sp biocomp ce anchor, it broke. The doctor saw that the anchor had some fracture but she screwed it in anyway. Unfortunately, the anchor broke and the doctor put it away. No additional information was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the anchor and sutures were detached to the inserter. The anchor was broken and cracked at distal end. Additionally, the device had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of 5.5 healix adv sp biocomp ce would have contributed to the complained device issue. Based on the investigation findings, the possible root cause can be associated with off axis insertion and levering during insertion. As per the instructions for use, 1) improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.